Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having a button error. The customer stated that his blood glucose went from over 200 to 20mg/dl, and he was drinking sweet tea. The customer stated that she passed out on (B)(6), 2013 while he was chasing his dog around a building. By the time he carried back the dog to his car, he was feeling tired and passed out. Then he woke up with an insulin fluids running in him. The customer stated that the ambulance came and gave him an insulin drip, but he did not allow them to taken him to the hospital. The caller stated that he believes there is nothing wrong with the insulin pump, and it could be that he is not eating properly. No further information was provided.